Event description:
The user facility reported that two catheters were faulty. No further information has been provided. No patient injury has been reported. This medical device report is linked with medical device report #2023988-2007-00006.

Manufacturer narrative:
The device has been received for evaluation and an investigation has been initiated on the reported information.